Event description:
Higher than normal blood sugars [blood glucose increased]. Case discription: this spontaneous report, rec'd from another country and reported by a consumer as "higher than normal blood sugars", concerns a female pt treated with novopen 3 (insulin delivery device) and actrapid penfill (human insulin) from 2005 and ongoing for "diabetes mellitus". The event occurred in 2007 and stopped fifteen days later. The pt who has been using a novopen 3 has asked for the device to be checked as she has been experiencing higher blood glucose levels than normal. She describes herself as being insulin sensitive and uses only low doses, her highest doses being 5 units. The overall outcome is reported as "recovered". Reporter's causality: possible. Novo nordisk causality: reportable. No further info is expected. Comment: company comment: follow-up info from 15-feb-2007 has made the case serious as the reporter has ticked the seriousness criteria "medically significant", but no reason for this classification has been given.